Manufacturer narrative:
The investigation is ongoing.

Event description:
During a transcatheter aortic valve replacement (tavr) procedure, after the sheath was taken out, the distal tip of the 16f esheath appears to have chipped off at some point during the case. It has the appearance of a "fingernail that is hanging off." There was no resistance noted during valve insertion. No patient complications or safety issues noted at this time. The device will be returned.

Manufacturer narrative:
Correction to d2a. Update to d3 and h3. Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The esheath plus was returned for examination. A visual examination found that there was a radial tip tear along the distal liner edge as well as an axial tear, hdpe stretching along distal tip tears, slight sheath shaft curvature, and all score lines (radial, axial, slanted) were present. 3mensio imagery found tortuosity and calcification present in the patient's access vessels and near the aortic bifurcation. The reported event of a tear in the distal tip was confirmed per evaluation of the returned device/imagery. Available information suggests that improper tip expansion and/or patient factors (tortuosity, calcification) likely contributed to the event. This event has been previously identified in product risk assessment (pra). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.